Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: the customer cleaned, disinfected, and sterilized the device before sending it to olympus, the suspected foreign material is gauze used to clean the device, there was no delay in the start of precleaning, the customer flushed the air/water nozzle with water and air, there was no abnormalities in the accessories used for reprocessing, the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges, the customer flushed the air/water nozzle with the detergent solution. The device was returned to olympus, and the customer¿s allegation of inadequate water and air supply was confirmed. It was discovered that there was foreign matter found within the nozzle. Believed to be white gauze fibers clogging the pipeline when wiping off. Additionally the following events were identified during inspection and are as follows: due to clogging of nozzle, air supply volume does not meet the standard value, due to clogging of nozzle, water supply volume does not meet the standard value, due to clogging of nozzle, water removal ability does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of u/d knob is out of the standard value, adhesive on the bending section cover or distal end had a chip, the plastic distal end cover had a scratch, the scope connector cover had a scratch, the suction connector had a scratch, the universal cord had a scratch, the flexibility adjustment ring had a scratch, the grip had a scratch, the switch box had a scratch, the lock engagement lever had a scratch, the lock engagement knob had a scratch, the up/ down and right / left knob had a scratch, due to wear of angle wire, the play of u/d knob is out of the standard value, the connecting tube had a scratch, and due to a scratch on objective lens, flare occurs. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope experienced inadequate water and air supply. The event occurred during inspection for use. The procedure was completed using a similar device. There was no adverse event for the patient and/or user. Subsequently the device was returned to olympus for inspection and it was discovered foreign matter within the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material observed in nozzle could not be determined, as there was no device deformation observed than might contribute to the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient cleaning/reprocessing. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system inspection of the endoscope ¿8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. Inspection of the objective lens cleaning function ¿inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Olympus will continue to monitor field performance for this device.